Manufacturer narrative:
Product ID: 3389-40, lot# v005943, implanted: (B)(6) 2006, product type: lead. Product ID: 3389-40, lot# v005943, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the implant turned ¿on and off.¿ it was noted that this felt like shocking. When the implant ¿failed¿, the patient was very tremulous and very stiff on the left side. The patient did not get full benefit from therapy because he did not have ¿typical parkinson¿s.¿ the patient¿s speech had worsened and this had been going on ¿for years.¿ the reporter did not know if the speech worsening was due to disease progression or a side effect of stimulation. The device was eventually replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
The initial MDR was filed as manufacturing report #3007566237. Additional review showed the correct manufacturing site was site (B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the following from a patient visit on (B)(6) 2013. The patient had a gradual onset of severe tremors in the left side, increasing stiffness, double vision, and a lack of response of his left stimulator to his access his device. The patient noticed an improvement in his levator inhibition with his eyelid since his botox two weeks prior to (B)(6) 2013 and had a slight lid droop on both sides associated with that, but he was able to keep his eyes open longer. The patient had problems with balance and multiple falls, especially when he tried to get back up. The patient noted that "about a week ago" he started feeling like he was getting a little stiffer and he was getting twisting in his trunk. Approximately one day prior to (B)(6) 2013, the patient had a sudden onset of tremors in the left side. The patient also had a little bit of blurry vision side to side, but since he went on nuedexta he had not had the pseudobulbar emotional overflow that he had in the pa st and he was very happy about that. The patient was having difficulties with articulation but had an appointment with the adaptive communications department. The patient's gait was very slow and stiff with a single point cane. The patient had exaggerated extension posturing of his head and neck, back into the left and he had marked rigidity of the facial muscle expression. The patient had very limited jaw mobility and his speech was somewhat hart to understand as a result. The patient';s eyelids were down about half m ask, but he could still see clearly on both sides and his eye movements were extremely restricted in all directions and the hcp could not clearly define which direction caused the most double vision. When the patient looked down it was always double and when he tried to look up he had very little excursion and the lids obscured some of his upgaze. If the patient stepped back even a little bit, he would retropulse and was certainly off balanced. The patient's limb tone was grossly increased, axial tone even more so and he had a pill-rolling tremor in the left hand with slight cogging and rigidity on passive manipulation and reinforcement in the left upper extremity only. The patient's device was interrogated and it did not respond. It was presumed that the device had completely expired. The patient was sent to have x-rays before being considered for replacement.